Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, high, out of range pacing impedance was observed when checked with the pacemaker system analyzer (psa). Possible lead fracture was suspected when the problem persisted even after cable replacement. The lead was replaced. There were no patient consequences.